Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during removal of the aspiration catheter, the wire lumen peeled away from the shaft. The physician inserted the aspiration catheter over the guide wire into the pt. The physician had difficulty reaching the target lesion site in the distal part of the vessel. The physician removed the aspiration catheter and the wire lumen peeled away from the shaft of the catheter. The pt is reported to be fine.